Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that it is a recurrent issue: the needle loosened during use. This is a repetitive incident in the service, as this problem occurs almost every time there is an intervention. This detachment issue seems to be specific to this reference, which replaces the one usually used in the service. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/17/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency? For the case (B)(4): one for the recurring see note a-12879248 what is the total number of procedures involved? See note a-12879248 have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? See note a-12879248 can you tell us how long you have been experiencing this issue and the affected lot? Since mid-2024 do you have the declaration of the other impacted procedures? Unfortunately, not, but we had already declared the same problem: june 2024: (B)(4). End of december 2024: (B)(4). For the unreported case the (B)(4). Has been opened (recurring issue) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.